Event description:
The event is reported as: the entire suction connection that is attached to the endotracheal tube broke or popped off of the endotracheal tube. The portion that broke/popped off was found in the pt's bed. No pt injury reported.

Manufacturer narrative:
The device sample was returned to the mfg site for eval. The results of the eval are not available at the time of this report.